Event description:
It was reported that during preventative maintenance, electrical safety tests were performed, during which the earth resistance test was not passed. Additionally, while the maintenance was being carried out, the imaging unit began to emit a burning smell from its internal components and released some smoke through its fan. Therefore, internal component damage was suspected.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.